Event description:
It was reported that the left ventricular (lv) lead capture could not be confirmed as there was no lv electrogram (egm) visible on the current egm. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.